Manufacturer narrative:
B3: unknown; no information has been provided to date. D5: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pca tubing cadd check value extension set had leak at the y-site. Per reporter, this issue was experienced in multiple sets from this lot number. There was unknown patient involvement and unknow patient harm/adverse event reported.

Manufacturer narrative:
H2) additional information: a1-a6 updated. B5-b7 updated. H2) correction: d4 model number corrected. H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Event description:
Additional information was received from the site that the product fault occurred upon opening. There was no patient involvement, and no patient harm/adverse event reported.